Event description:
The customer reported that she experienced high blood glucose results while wearing a pod. She provided the following history: time 12:20 am, bg results, mmol/l 15.2 (274 mg/dl), bolus 1.65u; time 1:33 am, bg result, mmol/l 15.9 (286 mg/dl), bolus 1.5u; time 2:14 am, bg result, mmol/l 18.0 (324 mg/dl), bolus 1.1u; time 2.25am, bg result, mmol/l 16.3 (293 mg/dl); time 2:35 am, bg result, mmol/l 16.1 (290 mg/dl). She said that she woke up in the morning with a result of 20.0 mmol/l (360 mg/dl) and gave herself a manual injection to lower her blood glucose levels. At 7:08 am, her result was 19.1 mmol/l (344 mg/dl). At 9:55 am, with a result of 13.7 mmol/l (247 mg/dl), she deactivated the pod. She stated that the cannula was not inserted properly.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the report hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contributed to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.